Event description:
It was reported that during implanting procedure, the atrial lead dislodged multiple times. The customer was dissatisfied that the lead had dislodged several times during the implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.